Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The 95% stenotic lesion was located in the calcified and moderately tortuous superficial femoral artery. The physician advanced the 5.0/40/80mm sterling balloon to the lesion and inflated the balloon to 12atms and the balloon ruptured (atms and number of inflations is unk). There were no pt complications. The procedure was successfully completed with a different device and a non-bsc stent. Pt status is reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.